Event description:
Customer reported via phone call to have received a motor error alarm and a motor position encoder error. Insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion test due to motor error alarms. Unable to confirm e70 alarm due to erased history file. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked battery tube thread, cracked reservoir tube lip and stained end cap sticker noted.